Event description:
The facility reported a colleague infusion pump with a failure code of 570:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 570:320:654:0000 was confirmed and reproduced during product evaluation. The root cause was assigned to damaged batteries. The main batteries and battery harness were replaced in order to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary:upon further investigation, it was determined that the root cause of this condition was assigned to use/user error. Baxter will continue to monitor similar reports to determine if further actions are required.